Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturing report number: 2017865-2022-07423, related manufacturing report number: 2017865-2022-07424, related manufacturing report number: 2017865-2022-07425. It was reported that a patient presented with a pocket infection. The physician elected to explant the implantable cardioverter defibrillator (ICD), atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead. There were no patient consequences.